Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needles become detached from threads during surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - per our records vcp341h lot xpbbkzj0is an invalid lot number. Please clarify what are the correct lot number(s) for vcp341h. - for the latest products reported (vcp341h, lot xpbbkzj0, and w9948, lot axo389): - how many procedures/patients were affected for each product code? - for each involved patient event, how many devices demonstrated the alleged deficiency? - were there any patient consequences reported? - when did the alleged deficiency occur (upon removal from the package, during handling prior to use on the patient, during passage through tissue, during tying, or post-operatively)? If the timing differs, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.